Event description:
It was reported that the patient presented in the emergency room with shoulder discomfort. Upon interrogation, it was found that the patient's right ventricular lead had exhibited polarity switch due to high pacing impedance. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2022. The patient's health status was unknown.